Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that coil protruded from catheter tip. The target lesion area was located in a severely tortuous inferior mesentery artery. A 12mmx30cm interlock pe f-idc embolic was selected for use in a stent graft and coil embolization. During the procedure, it was noted that the coil got stuck inside the distal part of the catheter and protruded from the tip of the catheter upon removal. The procedure was completed with another of the same device. No complications reported. The patient's condition was good post procedure.